Manufacturer narrative:
Reference record (B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed in section d4 which is the us list number. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2017, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6)2017, a nurse treating the patient's stoma had noted white mucus. It was reported that the nurse detected a possible stoma site infection and a cell culture was taken. On (B)(6)2017, it was reported that the cell culture was positive for an infection and the patient began treatment with 500mg of oral ciprofloxacin daily every 12 hours.